Manufacturer narrative:
(B)(4). Unique identifier (UDI)#: (B)(4). Concomitant medical products: arcom series a patella, catalog #: 184728, lot #: 040690; vanguard xp femoral, catalog #: 195912, lot #: 187550; vanguard xp tibial tray, catalog #: 195758, lot #: 828750; vanguard xp tibial bearing rm, catalog #: 195856, lot #: 803970; vanguard xp tibial bearing rl, catalog #: 195786, lot #: 291840; quick rel drl sterile, catalog #: 32-486265, lot #: 019440. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09451; 0001825034-2018-09452. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing swelling, clacking noise, limited range of motion, and stiffness.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.